Event description:
Blood was oozing out of the 14 fr impella sheath. Due to persistent bleeding the introducer required removal and re-insertion into a new left femoral artery (lfa) access.

Manufacturer narrative:
B1: correction, this reportability is adverse event and malfunction. B5: information was added for clarification. H6: omit code e2403 and added code e0506.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the introducer valve leak was not determined since product was not returned.

Event description:
The user facility reported a patient had a 14 french and 7 french companion sheath being placed for the higher-risk percutaneous coronary intervention (pci) patient. The plan was to utilize the impella cp for support but there were single access issues that prompted the team to stick the contralateral leg for the pci. The 14-7 interaction had caused oozing despite troubleshooting and adjustment of the stick site. No noted red blood cells were given to rectify the blood ooze.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.